Event description:
It was reported that pump displayed malfunction alarm with code that could be reset, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions for pump reset, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again.